Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose of 468 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the ER. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.